Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information was provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(4) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A nurse reported that during phacoemulsification of a cataract, a corneal burn occurred. The technician in the room stated that the patient may have moved during the time of the injury. No indication of occlusion or bell was noted. The intraocular lens was implanted and four 10-0 nylon sutures were placed temporally. A corneal shield was also used.